Manufacturer narrative:
Please note that this device is available for testing and evaluation, but the engineering report is not yet available. In addition, this device is not distributed in the united states, but belongs to the same class of devices as the cypher sirolimus drug-eluting stent distributed in the united states. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, the physician took the 23 x 3mm cypher stent across the lesion and inflated the balloon. Before nominal pressure was reached the grey hub of the cypher stent delivery system cracked. Although the stent was deployed in the artery, the physician had to take a non compliant balloon down to fully inflate the stent.